Event description:
The implant failed due to patient bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. We visited dentist on (B)(6), but the doctor refused to provide any information about the patient or incident. Conclusion: based on our inspection and test results, the returned product has been to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.